Event description:
Patient seen for routine ICD check when lead impedance rose significantly in lead on safety alert by manufacturer. Patient did not receive any shocks. Pacer lead replacement performed approximately 3 yrs after implant. Manufacturer provided new lead.